Event description:
Boston scientific received information that the patient with this system experienced pocket erosion and subsequently their entire system was being extracted. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.